Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the power switch has a short circuit. As stated on the repair statement additional malfunction on this device: machine would not turn on.